Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address anterior hip pain. Update rec'd 8/15/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from swelling, lack of mobility, metallosis, and excessive levels of chromium and cobalt ions. There is no new additional information that would affect the outcome of the MDR decision. Update rec'd 10/27/2014- pfs and medical records received. A correct dor was provided and this complaint is for the right hip. After review of the medical records for MDR reportability, the revision operative note indicated was originally taken to surgery on (B)(6) 2013 for pain and metallosis. Cultures were taken to rule out infection. The patient was taken back to the operating room on (B)(6) 2013 after cultures were back that confirmed no infection and he was revised to a poly/metal bearing. An unknown stem is being added to the complaint for the alleged high metal ions. No labs results were provided from before the revision to determine if the patient actually had high metal ions. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 11/24/2014.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.